Event description:
The pt reported elevated blood glucose readings up to 450 mg/dl due to his being unable to give himself a bolus of insulin through his infusion device. Symptoms were feeling sluggish and tired, and he treated his readings by giving himself injections of insulin. The pt stated when he tried to give himself a bolus, the up button on his infusion device would not work. He stated the down button is also not properly functioning and that the buttons started to act "funny" about a week ago. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.